Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the bur was not returned for evaluation. The customer reported that this event resulted from user error. The wrong handpiece was used to hold the bur. The surgical tech and surgeon have been provided education. The speed of the handpiece with the chuck attachment used ranges from 0-1275 rpms and the torque is 20 in. Lbs. The appropriate handpiece for use with this bur would have an approximate speed of 0-25,000 rpms and torque of 2-6 in. Oz.

Event description:
It was reported that during use of this bur in a right shoulder reconstruction, the bur head broke off into the surgical site. The bur head was retrieved with a grasper and there were no injuries related to this event. It was reported that the surgeon was using this micro bur in a jacobs chuck attachment operated by a modular handpiece.